Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion set multiple times and the cartridge once. Customer's blood glucose was 75-200 mg/dl. As the occlusion alarm occurred in the past and pump supplies were changed, tandem technical support was unable to identify cause of occlusion.